Event description:
A programmer failure due to a software error was reported. An investigation is required.

Event description:
A programmer failure due to a software error was reported. An investigation is required.